Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead exhibited noise and high capture threshold. The lead was repositioned on (B)(6) 2025. The patient was in stable condition.